Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure, the tissue grip pad on the shear appeared melted. There was no pt consequence.